Manufacturer narrative:
A data review was conducted against the device and there was no indication of a device malfunction.

Event description:
Patient was treated on (B)(6). Under doctor¿s care and antibiotics.